Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported despite being set to every 8 hours over a 24 hour period, the pump fed the patient the entire volume within a shift. After each flush, feeding begins again, and needs to be cleared. The pump isn't finishing a pre-programmed feed, instead, it's starting over as if the recently completed feed never happened.